Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported a left side implant removal from textured to smooth due to the concerns of the product. Healthcare provider additionally reported "breast distortion and pain, secondary to excess scar formation, capsular contracture grade IV." "Patient pain and distortion were due to excessive scar formation surrounding the implant." Healthcare provider also noted an observation made during surgery of "dry pocket". The device has been explanted.